Manufacturer narrative:
Additional information: g4, g7. H2, h3, h4, h6 no device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. The reported event was investigated but cannot be confirmed at this time as the root cause is unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
A heart failure specialist reported the patient had falsely high pressure readings from the patient electronic unit. Due to this, the patient was over treated with diuretics and experienced a syncopal episode causing the patient to fall and hit their head, which in turn resulted in an in-patient hospitalization. The patient has a vad and was therefore anticoagulated.